Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access catheter extension set was leaking. The reporter stated that they discovered the set was broken and leaked tpn solution. The reporter stated that there were tpn and intralipids infusing. Part of the tubing was still attached to the patient's PICC line and the other part of the tubing was connected to tubing from another set. There was no patient injury or medical intervention associated with this event. No additional information is available.